Event description:
It was reported that the intellivue multi measurement server x2 had an alarm issue. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required reporting institution phone #( B)(6).

Manufacturer narrative:
After further investigation, the case has been determined to be non-reportable. The philips fse visited the customer site to evaluate the issue. The fse determined that the user did not properly discharge the previous case on the host patient monitor which caused the conflict. The previous case was properly confirmed and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the intellivue multi measurement server x2 had an alarm issue. The device was in use on a patient at the time of the event. There was no adverse event reported.